Event description:
This report was received from global pharmacovigilance (gpv). On (B)(6) 2012 the patient's registered nurse (rn) reported that the patient has had 11 hospitalizations for gastroparesis since (B)(6) 2012. During one of the hospitalizations (possibly in (B)(6) 2012), while performing exit site care, the nurse noted that the titanium adapter was loose. The nurse remedied the problem by tightening the adapter. Peritoneal dialysis (pd) therapy was ongoing. The patient was not recovered from gastroparesis. Gastroparesis was not related to dianeal or icodextrin solutions, to the loose titanium adapter, or to any baxter device or disposable products. No adverse event, and no peritonitis occurred as a result of the loose titanium adapter. The nurse stated that the loose titanium adapter may have been a result of user error. Gpv provided the following additional information in regards to the patient's history of hospitalization: on (B)(6) 2011, the caregiver (cg) reported that the patient was diagnosed with dehydration and elevated blood pressure on (B)(6) 2011. The patient was hospitalized the same day. At the time of the call the patient was recovering and continuing pd. The patient's medical history included end stage renal disease, hypertension, diabetes, and cardiac disease. Permission was given to contact the patient's health care provider. On (B)(4) 2011, gpv spoke with the pd nurse. The pd nurse clarified that the patient was not diagnosed with dehydration as previously reported by the consumer on (B)(6) 2011. The pd nurse stated that the patient experienced vomiting on (B)(6) 2011 and was admitted to the hospital with severe gastroparesis and hypertension. During the same hospitalization, on an unreported date, the patient was treated for severe gastroparesis with intravenous (IV) fluids and IV antibiotics (name, dose, frequency unreported) and the patient experienced fluid overload. The patient was recovering and was discharged on (B)(6) 2011. Pd therapy was ongoing. The patient's past medical history included gastroparesis but did not include cardiac disease. The events of vomiting, severe gastroparesis, fluid overload, and hypertension were not related to pd therapy.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA. This complaint was not confirmed due to lack of sample available for evaluation. The root cause was related to use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). The device is still in use and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.